Event description:
Customer received an xceed reading of 167 mg/dl at 9:00 am and 173 mg/dl at approximately 12:00 pm. The caller increased their insulin based on the readings. Later in the day at an unspecified time two readings were taken with two precision meters with results of 234 mg/dl (xtra) and 134 mg/dl (xceed). At around 8:00 pm, caller experienced hypoglycemia. Paramedics were called and provided a reading of 20 mg/dl. IV glucose treatment was provided to raise levels. Customer tests 3-4 times each day. Testing during event was on the fingers.